Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w unknown retainer ring = black customer alleged the pump having failed batt test alarm. Insulin pump received with a blank display. During visual inspection and found moisture damage on the electronics, internal battery connector, battery connector. Perform brush cleaning with the isopropyl alcohol the electronic assembly. Installed electronics in test case, internal battery, and motor. Powered the pump on using the battery simulator and the unit still blank display noted. Unable to perform the self-test, sleep current measurement, active current measurement, and displacement test or verify failed batt test alarm anomaly due to blank display. In conclusion, unit blank display due to moisture damage electronic assembly. Unit had scratched case, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly and no anomaly noted.